Manufacturer narrative:
(B)(4).

Event description:
Per hospital report, the device was described as "defective - busted brown port." The patient's condition was reported as stable. The event occurred during initial insertion in the right internal jugular vein in the medical intensive care unit (micu). The issue was resolved by opening a new device, which was used to complete the procedure. Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the distributor; however, no response or additional information was received. As a result, further evaluation of device performance and patient impact could not be completed based on the information available.